Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and a missing address and serial number label.

Event description:
Customer reported a button error alarm. The blood glucose reading was 96 mg/dl. Customer reported that the insulin pump had been near the pool but it had not gotten wet. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.